Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. The user disassembled and re-assembled the breathing system which resolved the reported issue. Customer contact reported there was no patient information available. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported the unit would not drive the bellows preventing mechanical ventilation. There was no report of patient injury.